Event description:
Caller states that a patient reportedly received the following results on an aviva meter, compared to and outsourced lab result: 313 mg/dl (meter) and 93 mg/dl (lab). The tests were taken from the same blood sample, but there was no timeframe available for how long the outsourced test was performed from when the sample was taken. No actions taken based on device results. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.